Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿textured & deflated¿.

Event description:
Healthcare professional reported, "textured and deflated". This record is for the left side. Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed 1 opening assessed as fold flow opening. Anxiety ¿ product/procedure: unable to observe as it is not related to the device. No other observations observed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: d.1; d.4; d.9; h.3; h.6.

Event description:
Healthcare professional reported "textured and deflated". This record is for the left side. Device has been explanted.